Manufacturer narrative:
Device information has been updated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18y6m, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.  Analysis of the lead (lot va18y6m) found no evidence of anomalies.

Event description:
No new information.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va18y6m, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A new impedance check was performed after successfully removing the patient's old lead and re-implanting a new lead. Seven electrode combinations impeded out. The patient's healthcare provider assumed that the problem was due to the existing implantable neurostimulator (ins) so a new ins was attached to the new lead. An impedance test was run again and they still had 6-7 bad combinations. The patient&#62688;healthcare provider removed and replaced the lead again and the impedance test was good on all combos. The patient's healthcare provider believed the first new lead may have been the "bad" product. The patient was reported to be alive with no injury. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.